Event description:
The nurse reported that after a pt fall he began to experience a decrease in therapy. The nurse reported that a catheter dye study revealed that the catheter was damaged and a revision has not yet been scheduled. Specific symptoms and treatment were not reported. A follow-up report will be sent if add'l info becomes available to us.